Event description:
Per operative report, pt had augmentation mammoplasty with right capsular contraction. After trying to treat conservatively for a long time it was clear the breast was getting harder, highr and becoming painful. Immediately on entering the capsule it was clear that there was straw colored fluid surrounding the implant. The intact 360 implant was removed.